Event description:
It was reported that lead fracture was noted and lead was explanted. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.